Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had a blocked reduction gear, the housing color was bleached and there was cleaner residue inside the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due cleaning, sterlization and/or maintenance procedures not followed. This was further defined as user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the compact speed reducer device had damaged component - gear. It was further determined that the device had a blocked reduction gear, the housing color was bleached and there was a cleaner residue found inside the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.